Event description:
Customer reports that she tested 129 mg/dl-139 mg/dl and symptoms of weakness and shakiness. She reports that she delayed eating due to being busy. Shortly after the device result, she reportedly fell down her steps due to becoming unconscious. She states that, she came to a short time later and was taken to the hospital by a neighbor. She reports that she is uncertain if her blood glucose was tested while at the hospital, but does state that she received insulin at some point during her hospital stay. No quality controls were used. Requested return of suspect device and replacement was sent.